Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error on the insulin pump. Customer stated that this happens every time he delivers a bolus. Customer stated that it has happened 7 times within the last 2 days. Customer has not called about this issue previously. Customer stated that the alarm is not occurring at the time of the call. Customer's blood glucose is 20 mmol/l. Customer has gone through all of his batteries as it keeps saying that he needs to replace the battery when he knows that it has power. A replacement pump and batteries will be sent to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test; the pump was returned for power error alarm 25. Detailed trace analysis confirmed the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.